Manufacturer narrative:
Concomitant product: product ID neu_unknown_prog, serial # unknown, product type programmer, physician.

Event description:
Information was received from a health care provider regarding patient in japan who received gabalon intrathecal via an implantable pump at a daily dose of 540 mcg. The implant purpose was dystonia and the implant date was (B)(6) 2012. On (B)(6) 2016, the patient developed dyspnea and difficult breathing. As of (B)(6) 2016, the physician considered about pump explant, reducing the dose. As reported, the current dose volume (capacity) was 2000 mcg/ml, minimum 100 mcg/day only was administered. As the physician was concerned about an unrelated stoma infection and the impact of the itb system the physician scheduled to decrease the dose gradually. This was also reported as the drug dosage was reduced with the aim of removing the pump but only a minimum of 100 ug/day of the current 2000 ug/ml could be done so the drug volume was changed to 500 ug/ml and then the dosage was reduced even more. The dose volume was changed to 500 mcg/ml and the dosage was reduced using a bridge bolus. The patient's condition suddenly changed sudden dyspnea and difficult breathing occurred. The pump system was checked using the n'vision. Reportedly, 0.4ml of the drug for 4 hours was administered and the high-volume drug in the catheter was delivered all at once: it was overdose administration. The drug was urgently stopped. The patient's condition was stable currently. The physician inquired a representative about the cause of the issue and the formulation status was checked again. It was noticed that 2000 mcg rather than correct value 100 mcg was entered in "old continuous." This was classified as 3-severe which was noted as requiring hospitalization or prolongation of hospitalization period for the treatment of the adverse event. The patient was in remission. The causality was noted to be related to the drug, programmer, and surgical procedure but not the catheter or the pump. Further detailed patient's condition was to be followed up on (B)(6) 2016. As of (B)(6) 2016, the physician noted that when changing the drug concentrations, overdosage was considered to be due to programming the bridge bolus incorrectly. As reported, the physician mistakenly input data as "old drug desired dose" and had inferred that this mistake caused overdose. As of (B)(6) 2016, the patient¿s spasticity was reported as ¿aggravated a bit, there was no particular change.¿ information was further received on (B)(6) 2016 indicating that the serial number of the programmer was not known. The patient¿s outcome was reported as recovering. On (B)(6) 2016, it was also reported that on (B)(6) 2016, the patient experienced a depressed level of consciousness which was classified first as a 6 (severe). It was also reported that the dyspnea and difficulty breathing was a consciousness disorder and the severity was classified as a 5 (severe). The physician reconsidered the dyspnea and corrected the name to consciousness disorder. The treatment required the discontinuation of the drug; decrease in dose. The patient was placed under monitoring and recovered afterwards in the following day. As of (B)(6) 2016, the patient¿s outcome was recovered. This was now reported as unrelated to the programmer. Pump testing and catheter x-rays were not performed. Ultimately, the daily dose was terminated as the pump was explanted on (B)(6) 2016 unrelated to the programming error but an unrelated stoma infection.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
It was noted that the spasticity aggravation was considered to be related to and caused by the pump explant, as the patient could not receive the therapy effect after the pump explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.